Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial. It was reported that the patient was seeing screen 59, settings not available. Patient reported they had not felt stimulation during their trial until the day prior to the report. Patient also reported they felt pain/painful stimulation every time they were having a bowel movement so they had to turn therapy off when having a bowel movement. Patient stated they didn't know what stimulation was supposed to feel like and they would have a kind of strange feeling once in a while and they thought that must be it. Patient told their healthcare provider about this and told them that when they would bend over or stand up from a chair they would feel pains on the other side, the healthcare provider told them to tolerate it and patient thought that was to be expected. Patient was told to change sides to see if it worked because the right side wasn't working or improving their symptoms. Once it was changed to the left side, the patient felt stimulation continuously for 2-3 hours, then the stimulation went dead. Patient said they were told once they switched sides they would have to give it a day to see if it helped symptoms. Patient wasn't feeling any stimulation and the battery said 50% for the device. Patient changed the ens batteries and felt stimulation again for a few seconds or a minute, then the stimulation went dead again. Patient stated that when they tried to increase stimulation they couldn't because they were seeing screen 59, settings not available. Patient was walked through decreasing stimulation to 0.0 v and then increasing to 1.7 v where the patient felt stimulation comfortably. Patient reported the stimulation sensation went away, when they tried to increase to 2.1 v they encountered screen 59. Patient was redirected to their healthcare provider to check the system. Additional information from the patient on november 2nd reported the cause of the screen 5, loss of stimulation, and the right side not working was the wire pulled away from the nerve. There were no further complications that have been reported as a result of this event.